Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they had a stent place in the urethra on (B)(6) 2021 and then a bigger one placed about 2-3 weeks later by a kidney surgeon(unrelated medical history). The patient didn't turn stimulation off before either procedure. Patient states that since initial stent procedure has noticed a tightening of left thigh (back side) and down to the calf. When asked, the patient said that the implant is on left side. Reviewed therapy information and general programming guidance. During the call patient decided to decrease the setting to determine if that affects the  tingling sensation going down left leg, from 4.7 down to 4.0 on program 2. The patient said that the tightening sensation is subsiding. Patient to monitor stimulation sensation in left leg/calf and bladder symptoms. Reviewed when to consider switching programs and the patient said will call back for instructions on how to switch programs if needed. Patient said that the original physician left clinic however patient does have an appointment at that same clinic on (B)(6) 2022.  No further complications were reported/anticipated at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient. They reported prior to implant they were getting up 9 times per night, they were exhausted, interstim has been real blessing may wake up once or twice. Patient said they noticed probably like this year in january, aggravating stim going up and down their left leg called about it before gave directions to different channel, they also saw their healthcare professional (hcp) about and the hcp changed it from program 1 to program 2 at 1.7. Patient said when they increased to 2.0 on their own they can tell and can feel it lightly, in the back of their thigh and back of their leg it is not completely gone and sometimes it is annoying. Patient said they noticed early this year they can also feel their ins under their skin which they could not do that before. They wondered if the change to how the stimulator feels under their skin in their upper buttock is causing the annoying feeling down their leg. Patient confirmed they notice a change in how the stim in their leg feels when they increase and decrease stim. Reviewed general stim and therapy optimization information. Reviewed patient has the option to reduce stim or turn stim off until they can follow-up with their hcp. Recommended continuing to work with their hcp to resolve their symptoms. Redirect to doctor if issue persists.